Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the teflon pad fell separated due to contact with a non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The peeled tissue pad separated when a load was added. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."

Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The device actual lot number (#) is kr157130; lot# kr157122 is for device package. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was completely missing, exposing metal; missing teflon pad, was not returned. The distal end of the device was inspected under a microscope and found charring on the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, halfway through a therapeutic total laparoscopic hysterectomy, bilateral salpingectomy-oophorectomy procedure, an issue occurred with the device. After multiple uses with the seal and seal/cut mode a portion of the device teflon pad peeled away from the device. The broken piece was retrieved. The procedure was completed with another similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.